Event description:
Philips determined that a waveform file was misidentified. This patient data mismatch did not lead to misdiagnosis.

Manufacturer narrative:
Philips determined that a waveform file was misidentified. This patient data mismatch did not lead to misdiagnosis. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.